Event description:
The device was used during a procedure on the rectum. Reportedly, the staples did not form properly causing an infection and bleeding. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.